Manufacturer narrative:
For the investigation the provided device log file was analyzed and the returned blower was checked. Despite of several tests - including a long-term running test - the described failure could not be reproduced. However, the log confirmed a technical alarm "blower defect" that results in the reported stop of ventilation. The root cause of this failure were detected deviations within the rotation speed and was detected several times in a row at the time of the event. The device will switch to patient safe mode and ventilation stops. The high priority alarm "device failure !!!" Will be given. During this time an emergency breathing valve opens allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The device failure wasn't reproducible during the endurance test and therefore the cause for the rotation speed deviations is unknown. The device reacted as specified to the reported malfunction and was repaired successfully on site by replacing the suspected motor blower.

Event description:
Device alarmed and failed during patient use. The field service engineer visited the site and found a not working blower. The blower has been replaced and the device could be returned to use. No patient injury was reported.